Event description:
It was reported that the programmer screen was freezing and would not respond to pen commands. When the power was recycled, the programmer would restart and work for a short period of time and then begin to freeze again. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies found.